Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed; however, images were provided for review. During visual examination of the image of the complaint device, following was observed: a dark spot [non-floating] inside the primary package. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Per manufacturing quality control documentation, "examine entire package for defects. Reject package if it contains any visible cuts, holes or foreign matter (dirt, hair, paper, fuzz, and et cetera)." Based on the information provided and the results of our investigation, the root cause of this event can likely be attributed to foreign matter introduction during the packaging process. However, we are unable to confirm that this occurred during manufacturing as the product was opened and not returned for evaluation. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that prior to patient contact upon opening the flexor guiding sheath package, the physician noticed that there was unidentified foreign matter adhering on the check-flo valve. The procedure was able to be successfully completed using another device.